Event description:
Reportedly, during an interrogation, a windows error message appeared and the user clicked on ok, which abruptly closed the session. Another interrogation was then performed, but the memories were not fully readable. Eventually, another interrogation was done and the issue was solved.

Event description:
Reportedly, during an interrogation, a windows error message appeared and the user clicked on ok, which abruptly closed the session. Another interrogation was then performed, but the memories were not fully readable. Eventually, another interrogation was done and the issue was solved. Preliminary analysis revealed that the reported issue resulted from a software error.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue resulted from a software error.

Event description:
Reportedly, during an interrogation, a windows error message appeared and the user clicked on ok, which abruptly closed the session. Another interrogation was then performed, but the memories were not fully readable. Eventually, another interrogation was done and the issue was solved.

Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported event: on 27 october 2022 at 10:47, a crash occurred while interrogating a pacemaker. - the issue resulted from a poor thread management when the user launched a pacing threshold test, which led to the observed crash. - following this event, a new interrogation was performed and memories could not be read correctly, due to a software anomaly. A pop-up was displayed on the screen to notify the user about the error. - it should be noted that the two aforementioned events are not linked. - normal functioning was restored at the next interrogation.